Event description:
The healthcare professional reported that during an angioplasty procedure on (B)(6) 2026, the 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 9924770) was delivered to the target site and released. The delivery wire was reportedly found broken; the physician retracted the delivery system and implanted a stent from another manufacture to affix the fractured section to the vessel wall and completed the procedure. There was no report of any negative impact on the patient. An mp.4 video clip was included in the complaint. The video will undergo independent physician review. On 14-apr-2026, additional information was received. The target vessel of the angioplasty was the middle cerebral artery (mca). There was no resistance during the advancement of the stent to the target position. A continuous flush was maintained through the microcatheter. The information confirmed that the stent component remains implanted in the patient and is affixed to the vessel wall via a second stent from another manufacturer. The second stent was delivered by a different microcatheter. The information confirmed there was no prophylactic medication administered and there was no negative impact on the patient. The reported issue did not cause any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The mp.4 video clip underwent independent physician review. The review was completed on 16-apr-2026 and is documented below. ¿the image is an 8 second video clip of a roadmap image of stent deployment in the middle cerebral artery. During the final frames the stentcarrier appears to detach from the push wire. The video ends at this point and there is limited information available. This is a very unusual event, further information and investigation is required.¿ physician name and date reviewed: (B)(6), mbchb frcs mba, 16-apr-2026. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9924770. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Fracture/ separation of the enterprise vascular reconstruction device (vrd) while in patient could embolize, resulting in ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury; however, the user was required to perform the additional surgical intervention of implanting a second stent to anchor the device fragment to the vessel wall and preclude further complications. Based on this surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.